Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the backlit down button sometimes does not function fully from time-to-time. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump randomly rejects new batteries upon a fresh change. The insulin pump had no delivery alarms at times for reasons the customer cannot determine. The backlight was not as bright as when the insulin pump was first acquired. The device will not be returned for analysis.

Manufacturer narrative:
All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test , occlusion test, off no power test, self test and all operating currents test. No unexpected low battery alarm were noted. No anomaly noted during testing.